Event description:
Customer reported, the insulin pump alarmed battery our limit when he inserted a new battery. Customer's blood glucose was 167 mg/dl. Customer was assisted with clearing alarm and resetting time and date. Customer stated, the device did have the basal rates but was unsure if they were correct. Troubleshooting for blank display was also performed. Customer stated, the device had physical damage. It had small cracks and it was chipped. Customer stated, he worked in construction and the device gets bumped and dropped all the time. Customer was advised to discontinue use of the device. No further information reported.

Manufacturer narrative:
The unit passed the displacement test and self test. All operating currents are within specification. There was no unexpected blank display noted. The unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot, and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.